Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that right atrial (ra) lead exhibited over sensed noise leading to inappropriate mode switch. No intervention was performed. There were no patient consequences.